Event description:
It was reported that during a procedure the cervical system ipg was found to be inoperable. Therefore the cervical system ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.